Manufacturer narrative:
Device analysis: an empty syringe was received and visual analysis of the device noted a crack is observed at the 3mm luer lock level.

Event description:
Healthcare professional reported injecting a patient with a syringe of juvéderm® volift¿ with lidocaine. The injection was a reuse of the syringe from a previous injection for the same patient. During the injection, the syringe became "broken at the barrel" and "product squirted out." There were no reported injuries. Packaged needle was used.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of use of device issue, expulsion and break: "method of use - posology juvéderm® volift¿ with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Remove tip cap by pulling it straight off the syringe as shown. Then firmly push the needle provided in the box into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown. If the needle cap is positioned as shown, it is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown, and pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise. Warnings do not re-use. Sterility of this device cannot be guaranteed if the device is re-used."

Event description:
Healthcare professional reported injecting a patient with a syringe of juvéderm® volift¿ with lidocaine. The injection was a reuse of the syringe from a previous injection for the same patient. During the injection, the syringe became "broken at the barrel" and "product squirted out." There were no reported injuries. Packaged needle was used.